Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported air in line alarms. Evaluation found the ultrasonic sensor readings to be out of specification (low), due to a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum infusion pump was constantly alarming air in line. Any pt injury or involvement is unk.